Manufacturer narrative:
(B)(4). The rt205 adult inspiratory heated breathing circuit is not sold in the united states of america (USA) but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the complaint rt205 adult inspiratory heated breathing circuit was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information provided by the customer, previous investigations of similar complaints, and our knowledge of the product. Results: the customer reported that the rt205 adult inspiratory heated breathing circuit did not pass the ventilator leak test. Conclusion: without the complaint device, we are unable to determine the cause of the reported event. All rt205 adult inspiratory heated breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject rt205 circuit would have met the required specifications at the time of production. The user instructions that accompany the rt205 adult inspiratory heated breathing circuit state the following: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient.

Event description:
A healthcare facility in (B)(6) reported, via a fisher & paykel healthcare (f&p) field representative, that a rt205 adult inspiratory heated breathing circuit failed the ventilator leak test. There was no patient involvement.